Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level ranged from 456 mg/dl to displaying "high" on the continuous glucose monitor with large ketones. Elevated bg was addressed with a bolus via the pump. Customer reverted to an alternate method of insulin therapy.